Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue is determined to be patient condition because patient had unfavorable anatomy and after multiple attempts and after change in guide wire as per clinical details and insertion was aborted. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30491. D6a and d6b was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30491. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30491. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-30491. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-30491.

Event description:
It was reported that implantation of an impella rp was complicated as the patient was a hancock implant with four stents. The team had many attempts and troubleshooting with multiple wire exchanges. Implantation was aborted and the patient expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.